Manufacturer narrative:
It was reported the patient was over 18 years old. The event date was unk. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) guide catheter broken. The delivery system was returned for evaluation, however the stent component was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation revealed the push catheter to be kinked and the suture hole of the push catheter to be torn. The guide catheter was found stretched and broken. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure of the bile duct. According to the complainant, during the procedure, resistance was met when releasing the stent; however the stent was able to be successfully deployed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.